Event description:
This event is reportable based on the product analysis. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the stent was unable to cross the lesion. During the scheduled pci, the physician first deployed an unknown stent into the target lesion located in the left anterior descending (lad) artery. Then a 2.5x12mm taxus express2 drug eluting stent was advanced to the target lesion but encountered severe resistance and was unable to cross through the previously implanted stent. Upon removal of the device, it was noted that there was "no withdrawal resistance" experienced but the procedure was not completed due to this event. No patient complications occurred and the patient's condition was reported as "no problems". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint. Initial visual examination of the returned unit revealed stent damage. The entire stent was damaged. The outer diameter (od) of the damage found on the stent was measured using a snap gauge at approximately 1.45mm. The stent had moved distally on the balloon towards the tip. No kinks or damage was found along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.